Manufacturer narrative:
The reported events capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture - baker grade unknown and seroma - late.

Event description:
Patient reported pain in breast and increase in volume. Ultrasound identified a suspicion of rupture and encapsulation of the implant was revealed and seroma. Device remains implanted. This relates to the left side.